Event description:
It was reported that during a visceral procedure, the device would not staple. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 02/13/2009. Information anticipated, but unavailable at this time.